Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was apparent explant damage.

Event description:
It was reported an infection occurred. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d314trm implantable cardioverter defibrillator (ICD)  implanted: 2012-(B)(6); 6947m55 implantable tachy lead implanted: 2012-(B)(6); 5076-45 implantable pacing lead implanted: 2004-(B)(6).

Event description:
It was reported an infection occurred. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.